Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection of the returned stent (subject device) revealed that the stent was noted to be partially deployed. There was some flattening noted to the distal end of the delivery catheter during functional testing, the catheter was flushed, and traces of blood exited. The stabilizer was advanced with some friction noted, the subject stent was fully deployed, and no anomalies noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the additional information the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure, the patients anatomy was not tortuous. The device was returned and the subject stent was noted to be partially deployed from the delivery catheter, with flattening noted top the distal tip of the delivery catheter causing friction during the attempt to deploy the subject stent. It is probable that the subject stent device was damaged during the procedure as a result of procedural and anatomical factors present during the procedure, causing the reported event and the damage noted to the returned subject stent device. An assignable cause of procedural factors will be assigned to the reported "stent difficult/unable to advance or pullback through catheter, stent failed/unable to deploy and stent stabilizer deformed" and to the analysed "stent partial deployment, stent delivery catheter flat/crushed and stent stabilizer/catheter friction", as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
Analysis of the returned device found that the subject stent device was noted to be partially deployed. There was no clinical consequence to the patient due to this event.